Event description:
On 05/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for prolonged negative ultrafiltration and edema. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 to undergo a peritoneal equilibrium test (pet) due to increased edema (negative for fluid overload). The pdrn reported the results showed the patient was a low transporter (cause of edema), therefore following discharge the patient¿s dwell time will be increased to 2.25 hours, and the number of exchanges will increase to 5. The pdrn confirmed the patient¿s liberty select cycler did not malfunction, nor did it fail to meet user expectation. A cycler replacement was requested to upgrade the software, as the patient¿s liberty select cycler was three years old. The patient remains hospitalized but is expected to be discharged this week. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 5/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized for prolonged negative ultrafiltration and edema. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 to undergo a peritoneal equilibrium test (pet) due to increased edema (negative for fluid overload). The pdrn reported the results showed the patient was a low transporter (cause of edema), therefore following discharge the patient¿s dwell time will be increased to 2.25 hours, and the number of exchanges will increase to 5. The pdrn confirmed the patient¿s liberty select cycler did not malfunction, nor did it fail to meet user expectation. A cycler replacement was requested to upgrade the software, as the patient¿s liberty select cycler was three years old. The patient remains hospitalized but is expected to be discharged this week. The pdrn reported the events were unrelated to any fresenius product(s) and/or device(s).